Event description:
The hospital perfusionist reported an issue with the mps console that occurred at the beginning of a procedure. She reported the console displayed an error code during the delivery of the initial dose of arrest agent. It was reported that she rebooted the console but the alarm continued. The alleged event occurred after about 3/4 of the arrest agent dose had been delivered and the patient's heart was already arrested. The perfusionist reported the console was replaced with another console and the procedure was successfully completed with no patient complications. The console will be evaluated at the hospital facility by a field service engineer.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.